Manufacturer narrative:
PMA/510(k) number = pre-amendment .investigation - evaluation a review of the complaint history, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The rsrcf-6.5-13-rb sheath of the rcfw-6.0-35-rb set was returned with the jcd6.0-35-20-ol dilator fully inserted through the proximal fitting in a prepped condition. Two 1 mm compressions are present on distal tip. The distal end hole is partially obstructed due to the compressions. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that the grey tip of the rcfw-6.0-35-rb performer introducer was damaged prior to removal from the package. It was not used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding patient anatomy and outcome has been requested, but is not available at this time